Manufacturer narrative:
This report is being submitted as follow up no. 1 to void this report as it is a duplicate report. For the actual report see MDR 1118880-2020-00284.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when removing the lutonix 7 by 40 ecb balloon out of the glidesheath slender sheath, the sheath separated from the sheath hub. The doctor had to perform a cut down of the tibial to get the piece. The procedure was extended approximately three hours. Additional information was received 11nov2020. The patient was in stable condition. The procedure was completed as intended.